Event description:
On (B)(6) 2026, the customer reported one non-reproducible, falsely elevated access hstni (high sensitivity troponin I, part b52699, lot number not provided) was generated on their dxi 600 analyzer (product number: a71460, serial number: (B)(6) for one patient. The patient was administered magnesium oxide and aspirin due to the elevated hstni result. The patient had subsequent testing which showed a 'normal' value. There was no report of any harm to the patient as an outcome from this change to treatment. On (B)(6) 2026: initial hstni result was 85 pg/ml; subsequent confirmations returned less than 2 pg/ml. Sample was repeated on two alternate dxi instruments, results were less than 2 pg/ml. Patient data was requested but not provided, results were verbally reported. No other assay or instrument issue was reported. System check verbally reported as passing the day prior to the event. Quality control was reported as passing. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No issues with sample integrity were reported. Customer states they followed instructions for use for sample preparation. The sample was analyzed in 5ml green top tube and was at room temperature for about 1 hour. The customer was unsure which centrifuge the sample was on but it was either 5200 rpm for three minutes or for 3700 rpms for 10 minutes.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4, and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, race or ethnicity. H3 and h6: cts (customer technical support) assisted customer over the phone and advised customer to run a system check and precision run of a low-level calibrator or quality control (qc) 15 times to verify hardware performance. System check failed the unwashed and washed cv (coefficient of variation) on (B)(6) 2026. Precision mean was 17.43, sd (standard deviation) = 0.59, %cv = 3.4. Precision passed. Troubleshooting for the failing system check was done on (B)(6) 2026 and the customer found the sample probe tip to be bent and dirty. It was cleaned and straightened to resolve the issue. The customer also replaced duckbill valve; however, it was not noted if this was proactive therefore will not be determined as the primary cause of this event. The customer repeated system check and verbally reported it as passing. In conclusion, the cause for this event was determined as a hardware malfunction. The sample probe was dirty and bent, it is unclear the exact cause behind why this occurred, but the issue was resolved by cleaning and straightening the probe.